Event description:
While doing a pm of unit it was discovered that when the battery is at low level (but within range of performance) and indicator is moved past the 30 joule setting it will charge up to 30 joules automatically without pressing charge button. This situation does not happen when unit is plugged in wall outlet or with fully charged battery. When this situation occurs an inadvertent shock could be delivered to pt or operator. Biomed tested three of five defibrillators and all three have that same problem.